Event description:
Doctor was using cor knot device during the replacement of an aortic valve, the device misfired causing a cor knot needle to enter the aorta, causing an injury to the aorta. Device was removed from service. The inspiris aortic valve which had just been put in was removed, the hole was fixed and a new replacement inspiris aortic valve was put in.